Manufacturer narrative:
The reported event of positioning failure could not be confirmed. The device was returned in one piece for analysis. Visual inspection and specification measurements were normal. Further analysis and longevity assessment were also normal with no anomalies found. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented in clinic for initial implant procedure on (B)(6) 2026. During procedure, it was found that the right ventricular (rv) leadless pacemaker (lp) exhibited positioning failure due to patient's preexisting excessive tricuspid valve regurgitation. The rvlp was not implanted, and the procedure was concluded with no other devices implanted. Patient condition was stable.